Manufacturer narrative:
(B)(4). The investigation consisted of a review of the complaint text, instrument service history, and a review of the architect system operations manual. Field service replaced the wash zone 1, number 3 probe and reagent 2 syringe. Since replacing these components, no additional erratic result occurrences by i2000 (B)(4) have been reported. The architect operations manual provides multiple probable causes, which include wash zone probes are bent or damaged and syringe assemblies or valves are leaking, corrective actions are also listed to assist the customer with resolving erratic results. This is a final report.

Event description:
The account generated a negative architect anti-hcv result on a specimen that repeated reactive. The specimen tested architect anti-hcv negative (0.29 s/co) but repeated reactive three times (1.04 s/co). The patient's history showed a positive hcv result. Service was requested for the architect analyzer. Service replaced a bent probe on the architect analyzer. The false negative architect anti-hcv result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.